Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When you disconnect IV tubing from clave it causes a bodily fluid spray that is pretty large considering the risk it puts us as nurses at when trying to safely prevent any risks to our own health and safety. I have started wearing safety glasses when dealing with the claves due to the large spray that occurs. I do not like this product.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.